Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was wrapped around itself in the rv and the physician felt this was causing patient's fatigue. The lead was explanted and replaced. The right atrial (ra) lead was getting pulled back as the rv lead was being extracted. The lead was explanted and replaced no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the lead was returned in pieces and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.